Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a pump refill, the pt was admitted to the hospital. Per the reporter, the "pt ended up having all of the medication in the stomach at the pump site." At the time of this report, the pt was still in the hospital and was having trouble with memory. The pump was used to delivery morphine. It was later reported that the pt received a refill at some point. There was suspicion that the medicine went into the subcutaneous area and not the pump. Per the reporter, "the pt showed signs of this and then was admitted". Final outcome was not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.